Event description:
It was reported that the patient with this implantable pacemaker was hospitalized due to a non specific product performance issue. An electrogram (egm) was performed, however, the atrial pacing of the device could not be confirmed. Interrogation of the device was advised. This device remains in service. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.